Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of occurrence was between (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 250ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the port. This was identified in the pharmacy prior to distribution to the ward. There was no patient involvement. No additional information is available